Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture and high capture thresholds. Technical services (ts) reviewed device data and determined that this was likely due to the lv being in left ventricular refractory period. The patient is scheduled for a follow-up appointment, at which outputs would be adjusted as needed. This lv lead remains in service. No adverse patient effects were reported.